Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricle (rv) lead had migrated. As a result the patient underwent a revision procedure and this product was explanted and successfully replaced with a different rv lead. No additional patient adverse effects were reported.